Event description:
It was reported that the patient presented in clinic due to alerts for high shock and pacing impedance. Fracture on the lead was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.